Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured, and lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was presence of pvd/calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint returned for investigation inside a clear plastic bag. Pboth button 1 and button 2 were not depressed. Per visual analysis, the syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 2.0 mm from the balloon proximal neck. A product history record (phr) review of lot f2222001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured, and lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was presence of pvd/calcium in the vicinity of the puncture site. The device was not returned for evaluation as previously expected.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured, and lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was presence of pvd/calcium in the vicinity of the puncture site. The device was not returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d8, d9, g3, g6, h1, h2, and h3 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.